Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 3 in the mouth, the implant did not achieve osseo- integration in type ii bone. Clinician noted the patient's bone defect and bleeding. Another implant was placed to achieve stability. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 3 in the mouth, the implant did not achieve osseo- integration in type ii bone. Clinician noted the patient's bone defect and bleeding. Another implant was placed to achieve stability. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.